Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked j2 or lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segments display anomaly due to buttons not responding. Device received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump had keypad anomaly. Blood glucose level of the customer was unknown. The customer was assisted with the troubleshooting. The customer stated that the buttons were hard to push and had trouble to see the revel screen. The customer's spouse also stated that the insulin pump had that issue since 3-4 months and is was getting worst. The insulin pump will be returned for the analysis.